Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was not used to test for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 cc. The charge nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The dialyzer was reported to be discarded and not available for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint.

Event description:
A user facility charge nurse reported that an internal dialyzer blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was not used to test for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 cc. The charge nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The dialyzer was reported to be discarded and not available for a manufacturer evaluation.